Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 8699070, 510k # k981676 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure at t11-s1. It was found that both rods broke at around l1 approximately a year post op. The patient complained of pain post op. The revision surgery was performed.